Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator had a burnt smell. A boston scientific company representative verified that there was a lightning strike that burned the electronics including the communicator. The company representative opted for a communicator replacement. The communicator was deactivated. No adverse patient effects were reported.